Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Device has not been returned for analysis, no malfunction was reported. Unable to confirm if the event is related to device malfunction. No conclusion can be drawn.

Event description:
On (B) (6) 2008, patient was implanted with an artificial bowel sphincter (acticon). On (B) (6) 2008, opening of the perineal incision possibly related to use of the device. Follow up visit on (B) (6) 2009, "deactivation of sphincter. Opening of surgical incision." Follow up visit on (B) (6) 2009, "opening of suture. Inferior part of cuff exposed. Chronic sepsis." On (B) (6) 2009, entire device was explanted due to infection and wound not healing.